Event description:
Per operative report: this valve was explanted due to endocarditis. Echo revealed vegetation on the ventricular side of the valve. Blood cultures were positive for coagulase-negative staphylococcus. At explant, the valve had a "circumferential" infection. Most of the circumference of the valve was "not adherent at all" and it was "grasped and pulled away from the aortic wall" due to the "extreme friability" of the tissue. It was replaced with sjm 19ahpj-505.